Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The depth gauge for 2.0mm and 2.4mm screws (p/n 319.006 lot 4629645) was received showing a bent needle component. No other issues were identified with the returned components of the device. Functional testing showed that there was resistance when sliding the body along the slider due to the bent needle. The complaint condition is confirmed for the depth gauge for 2.0mm and 2.4mm screws (p/n 319.006 lot 4629645) as functional testing showed that there was resistance when sliding the body along the slider due to the bent needle. While no definitive root cause could be determined for the bent needle, it is possible that the condition was due to excessive/unintended forces and/or consistent use over the part¿s lifetime (15+ years). During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part # 319.006. Synthes lot # 4629645. Supplier lot # na. Release to warehouse date: 29 jul 2003. Manufactured by synthes brandywine. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is synthes sales representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on june 27, 2019, while inspecting the equipment, it was noticed that the portion of the handle of universal chuck with t-handle that closes it would not tighten and depth gauge for screws won't slide very smoothly. It has some resistance. There was no patient involvement. This report is for one (1) depth gauge for 2.0 m and 2.4 mm screws. This is report 1 of 1 for (B)(4).